Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Device had no telemetry and no pacing output due to a high current drain condition which caused the battery to become completely depleted. The cause of the high current drain can be attributed to the current leakage in the battery filter capacitors.

Event description:
It was reported that the device was unable to be interrogated. The alert tones were not heard with the magnet test. It was suspected the device was beyond the end of life. The device was explanted and replaced. No patient complications have been reported as a result of this event.